Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy (B)(4). There was no patient involvement.

Manufacturer narrative:
H3/h6: one device was returned for analysis of complaint failed accuracy test. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional testing was performed. During accuracy testing, complaint was not confirmed or replicated. All tests exceeded specifications. The software was updated. Probable cause was unknown.